Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a green fragment. Visual inspection confirmed the complainant¿s experience of a fragmented cannula. Based on the condition of the returned unit, it is likely that the fragmented cannula tip was caused by an object or instrument coming in contact with the cannula tip and/or excess stress was exerted on the cannula tip during the procedure.

Event description:
Procedure performed: visceral surgery. Event description: complaint 1 of 2: (B)(4) (MDR# 2027111-2023-00463). Complaint 2 of 2: (B)(4) (MDR# 2027111-2023-00464). [Translation] deteriorated trocar sleeve resulting in the loss of a piece of plastic found in the patient's abdominal cavity. Extraction of the piece of plastic. Change of trocar, which also showed signs of fragility after 10 minutes of use. Actions taken in the health care facility to manage the patient: removal of the trocar box, the two defective trocars from the same lot info received from customer via email 6jun23: the trocar had a broken end. The break was not clean. The break created particles, and the debris was removed from the patient. The surgeon resolved the problem by changing the lot. Additional information received by applied medical representative via email on 13jun23: patient was really strong / muscle (in shape) the doc doesn¿t use the obturator type of intervention: device replacement (different lot) patient status: the patient is fine. The debris was removed from the patient.

Event description:
Procedure performed: chirurgie viscérale. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). [Translation] deteriorated trocar sleeve resulting in the loss of a piece of plastic found in the patient's abdominal cavity. Extraction of the piece of plastic. Change of trocar, which also showed signs of fragility after 10 minutes of use. Type of intervention: extraction of piece of plastic. Change of trocar patient status: no patient injury has been reported.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.